Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The investigation is ongoing. This event occurred in (B)(6).

Event description:
The initial reporter received questionable ise indirect gen.2 sodium results for one patient sample from an unknown roche analyzer. The initial result was 118.9 mmol/l and the repeat result was 166 mmol/l. No questionable result was reported outside of the laboratory.